Event description:
Literature was reviewed regarding: long-term outcomes of chimney endovascular aneurysm repair (chevar) for complex abdominal aortic pathologies. The time frame of this study was: mean follow-up duration of 48.6 months. Multiple manufacturer¿s devices were used in the study population. Medtronic's everflex stent was used in 3 cases & scuba stent was used in 2 cases of a total 83 chimneys carried out. Deaths occurred in the study population. Cause of death were reported as cardiac-related, cancer-related, bowel ischemia, post-implantation aneurysm, rupture, cg occlusion, stroke, volvulus, others causes and unknown. No cases of intraoperative death were reported. Patient adverse events included: reinterventions and target vessel instability. Blood loss. Target vessel occlusion. Access site complication. Vessel rupture. Myocardial infarction. Embolization accessory renal artery. Access vessel stenosis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature ref: doi.org/10.1016/j.jvs.2024.03.448. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.